Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The insulin pump received with blank display due to the battery tube connector not plugged in properly. The insulin pump has minor scratched display window, cracked display window and cracked reservoir tube lip.

Event description:
It is reported by the pt that their insulin pump has moisture damage. The pt's blood glucose level is unk. Trouble shooting was conducted. Device is being returned. No further info is available.